Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿balloon leak¿. A potential root cause for this failure could be "balloon not completely sealed to shaft". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the patient stated the catheter did not seem to be working, because urine was coming out through both the catheter and the urethra. The patient went through more catheters than usual because of the problem.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient stated the catheter did not seem to be working, because urine was coming out through both the catheter and the urethra. The patient went through more catheters than usual because of the problem.